Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump complaint of under infusion could not be verified. Preventative action taken to replace software. Other issues were found and repaired on device. S103 c000 r000. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump is under infusing. No patient adverse events reported.

Manufacturer narrative:
Additional information received on complaint of cadd ms3 pump underinfusing. Patient is a 65 year old male with initials of ap and date of birth (B)(6) 1954. No additional information revealed any patient injury or adverse event related to complaint.

Event description:
Additional information summarized.